Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 to treat pop and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, utis, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, vaginal scarring, vaginal discharge, vaginal itching, need for self catheterization, onset of douglas hernia, nerve damage, depression and anxiety. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrospinous ligament suspension, bladder neck suspension, anterior and posterior colporrhaphy,cystoscopy and suprapubic catheter placement due to cystocele, rectocele, mixed urinary incontinence. It was reported that the patient underwent abdominal excision removal of vaginal mesh on (B)(6) 2007 due to vaginal pain and dyspareunia. It was reported that the patient underwent abdominal incisional hernia repair on (B)(6) 2009 concurrently with 2 pieces of "restorelle" mesh implanted for the anterior and posterior attachments to the vaginal vault, abdominal sacrocolpopexy, burch colposuspension, suture rectopexy, 4 sets of goretex sutures and cystourethroscopy. It was reported that the patient underwent wound debridement and wound vacuum placement on (B)(6) 2010 due to wound seroma and wound dehiscence. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrence, pelvic floor dysfunction, rectocele, and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.